Manufacturer narrative:
This report is submitted on october 18, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is submitted on july 7, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection at the implant site. Reimplantation is planned; however has yet to occur as of the date of this report.